Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. The pneumatic block and internal battery were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported failure to complete its internal self-test was due to an isolated component failure within the device pneumatic block while the internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an internal battery degraded warning alarm. The device was not in patient use when the reported event occurred.